Manufacturer narrative:
The subject device was not returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that after use of the subject device for an unspecified procedure, the instrument channel of the subject device was brushed with the olympus cleaning brush bw-412t during pre-cleaning, after that, when the instrument channel of the subject device was brushed with a non-olympus (B)(4) disposable cleaning tool (B)(6), made by felt cloth) it was found that dirt adhered to the disposable cleaning tool. There was possibility that insufficiently or incorrectly reprocessed subject device was used for next procedure. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to any of the olympus locations. Therefore, olympus could not investigate the subject device the subject non-olympus (piolax, inc.) Disposable cleaning tool (shinsengumi, made by felt cloth) was returned to omsc and the dirt adhered to it was analyzed. As a result of the component analysis, organic silicon was detected. The dirt was like grease, omsc surmised that it was chemical solution such as antifoam agent. Consequently omsc considered that the dirt was not material composing endoscope devices, it was derived from the outside of the subject device. Olympus medical systems corp. (Omsc) could not confirm the manufacturing history (DHR) of the subject device because the serial number of the subject device was unknown, also the device manufacture date was unknown. The exact cause of the reported phenomenon (dirt adhering) could not be conclusively determined. However, based upon the reported information, omsc surmised that the reported phenomenon might have been caused by insufficient removal of foreign material adhering from the outside due to insufficient pre-cleaning and rinsing. If additional information is received, this report will be supplemented.